Manufacturer narrative:
(B)(4). The complaint eson2 nasal mask was returned by the patient to the distributor. The patient had alleged that the nasal mask had fractured, however, the distributor reported that they had received no damaged nasal masks. The complaint nasal mask was returned to the distributor's returned-stock (total quantity of 47) and they could not identify the mask in question from the rest of their stock. As a result, all 47 nasal masks were returned to fisher & paykel healthcare in new zealand for investigation. Method: each nasal mask was visually inpected for any damage or defect. Results: inspection of the nasal masks revealed no damage or defect and did not exhibit any fault that could have caused the reported "fracture." Conclusion: the patient alleged that he lost use of his right eye as a direct result of the nasal mask being fractured when he fell out of bed, however, no fracture, damage, or defect was found with the nasal masks returned for investigation. Our user instructions that accompany the eson2 nasal mask state the following: before using your mask each time, you should: I. Inspect it for damage or deterioration. If there is any visible deterioration (cracking, tears, etc.), do not use your mask, and seek replacement part(s) from your healthcare provider. ... Note: failure to follow the operating instructions above may compromise the performance and safety of the mask. Our user instructions also contain the following caution: if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced.

Event description:
A distributor in australia reported that a patient fell out of bed and upon falling, the eson2 nasal mask went into his eye, injuring it. The patient alleged that he lost use of his right eye as a direct result of the nasal mask being fractured when he fell out of bed. The patient was admitted to the hospital and underwent surgery to remove his eye.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining more information from the customer regarding the event and whether the complaint eson2 nasal mask can be obtained for evaluation. A follow-up report will be provided upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that a patient fell out of bed and upon falling, a part of the eson2 nasal mask went into his eye, injuring it. The patient was admitted to the hospital and underwent surgery to remove his eye.